Event description:
An altitude alarm was declared on the pump. There was no reported impact to the customer¿s blood glucose level. Customer continued insulin delivery with the original cartridge, and cts provided advice on avoiding altitude alarms, which the customer understood and acknowledged.